Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (intraperitoneal, 2 grams, frequency not reported) and gentamycin injection (intraperitoneal, 20 milligrams, frequency not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.